Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the clinic, at the initial implant there was a confirmed electrode tip fold-over. The patient experienced poor performance with the device. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to electrode migration. The device passed all electrical tests confirming correct device function. This report is submitted on march 2, 2020.